Manufacturer narrative:
The pump passed the displacement test and active current measurement. However, the pump failed the sleep current measurement due to moisture damage on the electronic assembly. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that insulin pump had batteries end after 1-3 days and battery cap was ok. No harm requiring medical intervention was reported. Customer was using batteries from good quality. The device will be returned for analysis.